Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s daughter reported the patient could not manage their pain and could not turn their device back on. The patient was reportedly ¿immobilized¿ and had ¿pain¿ at the time of report. It was unknown whether any troubleshooting or diagnostic testing was performed. There were no further event details reported; no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.